Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user was admitted to the hospital with diabetic ketoacidosis (dka). The user's healthcare provider (hcp) was the original reporter of the event to the cds. As of (B)(6) 2024 the user's hcp did not provide further details of the event. On (B)(6) 2024 the user's hcp called beta bionics to ask questions regarding reconnecting the user to the ilet. The user's hcp stated that at lunch yesterday ((B)(6) 2024) the patient's dexcom continuous glucose monitor (cgm) expired, and they ran out of insulin in their cartridge. The user did not change their cgm or supplies until 9 pm. The user then had a kinked infusion set cannula after changing their supplies at 9 pm. Consequently, the user continued to have a high blood glucose (bg) level. On (B)(6) 2024 the user was not able to provide additional details about the event at that time. The hcp reported that the user is in the process of reconnecting to their ilet. The user's hcp is going to touch base with the user's cds for more questions regarding additional training and guidance for the patient.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. On (B)(6) 2023, alert 13 (cgm sensor expired) was triggered at 11:08am with the last bg values sent to the ilet from the cgm transmitter being 202mg/dl. The ilet then went into bg run mode and was requesting insulin deliveries every 5 minutes. At 1:56pm, alert 34 (insulin out of drug) was triggered. At 7:05pm, the status for alert 34 was marked as "acknowledged." It was not until 7:09pm that a cartridge and infusion set change operation was logged, and 7:13pm was when the status for alert 13 was updated to "acknowledged". At 9:08pm was when the ilet began receiving cgm signals with cgm glucose being logged as above 400mg/dl. Two "less than usual" dinner meal announcements were logged at 9:13pm requesting a total of 8.71 units of insulin. 13 minutes later the ilet requested a basal delivery of an additional 3 units of insulin and began requests for insulin every 5 minutes. At 10:38pm, alert 23 (high glucose) was triggered. The cgm glucose did not appear to be affected by delivery requests. At 11:01pm, alert 23 was marked as "acknowledged" before being triggered again at 12:31am. This pattern of alert 23 being triggered accordingly and acknowledged but the blood glucose remaining high and unaffected by the insulin dosing continued until the morning of (B)(6) 2024. According to the device logs, there were no additional infusion site or cartridge changes logged until mid-morning on (B)(6) 2024. On (B)(6) 2024 at 8:41am the cgm bg value was above 400mg/dl and alert 34 (insulin out of drug) was triggered. Alert 34 was marked "acknowledged" at 10:05am. At 10:18am another cartridge and infusion set change was logged followed by the ilet requesting 2.79 units of insulin and then 2.6 units 5 minutes later. Delivery requests continued occurring every 5 minutes with no impact on bg values sent to the ilet. Data for this date ((B)(6) 2024) ends at 12:11pm with bg still above 400mg/dl. After this point there is a gap in the logs until (B)(6) 2024. No malfunction alerts were found in this data review. No fault can be found with the ilet as the device was continuously requesting insulin deliveries during the high event and triggering alerts for supply changes. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, device logs and the ilet report, it was determined that the ilet operated as intended and alerted the user appropriately. On 1/18/2024, the user announced a meal and approximately 1 hour later the ilet went into bg run mode after the dexcom sensor expired. No bgs were entered into the ilet during this time, basal insulin delivery continued, however, approximately 3 hours later, the ilet insulin cartridge ran out of insulin. Both the cgm and insulin cartridge were not replaced until late that evening which resulted in the user going several hours without insulin. By the time the ilet began receiving cgm glucose values again, the cgm glucose was reading 400 mg/dl. The user's hyperglycemia was further compounded by a failed infusion site (after replacing their supplies) that was not changed until mid-morning, the next day on (B)(6) 2024. The insulin cartridge running out of insulin and the delayed response to replacing the insulin cartridge, cgm and infusion set resulted in prolonged hyperglycemia due to insufficient insulin and consequently dka. Ilet users are trained to respond to alarms promptly, follow their ketone action plan and maintain the device including keeping it filled with insulin, charged and to change out their infusion set, tubing and insulin cartridge on schedule and as needed if there is any suspicion that it is not working. The importance of having extra supplies on hand in case their infusion set, tubing, insulin cartridge or cgm needs to be replaced as well as how to enter bgs into the ilet if it goes into bg run mode are also reinforced through training. The cds completed the appropriate training and follow up with the user. The hcp and cds planned to follow up with the user upon resuming ilet therapy to ensure they are clear on how to avoid interruptions to their insulin therapy and prevent future dka events.